Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patient's discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The cause for the report of peritonitis was use error, poor aseptic technique. A labeling review was performed and found to be adequate. A batch review for the potentially associated lot numbers (gd878199, gd879163, gd879908) revealed no defects during manufacturing. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a consumer with supplemental information from a nurse in the USA of peritonitis coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the patient?s nurse reported the following. On (B)(4) 2011, the patient experienced peritonitis and was hospitalized. On an unreported date in (B)(6) 2011, peritoneal effluent cultures were obtained, results were unknown. Treatment for the peritonitis was not reported. On an unreported date in (B)(6) 2011, the patient was discharged and had recovered. It was not reported if dianeal therapy was ongoing. Per the nurse, the peritonitis was not related to dianeal therapy.